Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 8mm permanent cautery hook instrument was analyzed and found to have a broken conductor wire at the yaw pulley in the distal end. The instrument failed the electrical continuity test. The internal wire was exposed. No signs of thermal damage were observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument had no current transmission intraoperatively. The cable was intact. The replacement instrument was opened and worked. The customer reported event had no report of patient injury.